Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass gastrectomy, during the surgical stapling, the device was not able to perform the second firing. It was reported that the surgeon was able to press the green button but could not squeeze the handle. They used another device to complete the case. There was no patient harm.